Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing. It was reported that the ventilator was contaminated with liquid. The ventilator was investigated on site by our field service engineer. Further investigation revealed that the o2 cell cable corrosion resulting from a leak in the o2 cell, which also led to corrosion on the pcb pneumatic backplane and the safety valve pull magnet. The issue was resolved by replacing these damaged components. Additionally, the 5000-hour kit, along with the membrane and battery modules, were replaced due to long time of inactivity of the equipment and the absence of records regarding the last preventive maintenance performed by the customer. The reported corrosion has been confirmed by provided photos. Moreover, device logs were not provided. Therefore, no root cause can be established for the reported issue. The pcb pneumatic back-plane is a interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor. The o2 concentration is measured by an o2 cell. The o2 cell is mounted in a housing on the inspiratory channel and is protected by a bacteria filter. O2 gas module o2 cell turbine module o2 air maintenance, including exchange of bacteria filter, is performed according to the user´s manual. The o2 cell gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The life time of the cell is affected by the o2 concentration. With a concentration (at the cell) in % and expected cell life time in hours the following applies at 25 ºc (77 ºf): expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) the o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has been in use continually for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. Preventive maintenance of the system must be performed once a year, or every 5000 hours of operation, whichever comes first.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).